Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Prior to inserting the mitraclip device, it was noted that endocarditis was present as well as a flailed leaflet and a rotated heart. The rotated heart made imaging difficult throughout the procedure. An ntr clip was inserted and successfully deployed without issues. To further reduce mr, an xtr clip was inserted and deployed without issues. However, two minutes after the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician decided to discontinue the procedure and not implanted an additional clip. Mr was reduced to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.